Event description:
Patient reported insertion of a lens in 2005. The patient woke next day with pain os and a migraine headache. He reported to an ER and states that the physician reported no staining lesion. He followed up with his usual eye care physician (ecp) who noted a chip on the lens but no infection. Reporter spoke with the patient on jan. 5 and he reported continued pain. Reporter spoke with his ecp who then called him back in to the office. The patient returned to the office and was referred to an ophthalmologist.the ophthalmologist notes state "central epi defect and surrounding inflam cells". The patient was diagnosed with "central corneal ulcer."